Event description:
Boson scientific received information that during a routine follow up of this pulse generator (pg) it was noted that this device had triggered elective replacement time (ert). Premature battery depletion was alleged. This device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was unable to be interrogated due to completing a factory parameter upgrade. The device casing was removed and a visual inspection of the internal components revealed no anomalies. In order to measure current usage, the battery was removed and an external power source was connected to the device. Internal measurements noted a high current drain. Detailed analysis isolated the cause of the high current drain to a degraded capacitor.